Event description:
Edwards has learned through a clinical trial that a patient, implanted with a 21mm aortic pericardial valve, experienced atrioventricular dissociation during the index procedure. Source documents indicate this patient suffered bradycardic arrest and complete heart block on pod-4 requiring implant of a ppm. Indication: asystolic aorta, complete heart block, sinus node dysfunction, pauses >= 3 seconds, carotid endarterectomy and valvular surgery. Procedures performed: 1. Dual chamber pacemaker implantation.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. This does not indicate a malfunction of the device. In this case, the device remains implanted and there have been no further measures taken. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.